Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user fell while at her nursing home and was brought in to the office with bleeding from the ear and a laceration on the right side at the site of internal receiver stimulator. The user reports hearing static only when using the audio processor. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell while at her nursing home and was brought in to the office with bleeding from the ear and a laceration on the right side at the site of internal receiver stimulator. The user reports static only when listening through the sound processor. Additional testing, imaging, and medical assessment are planned for (B)(6) 2021.